Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive lost sensor alerts and bad sensor alerts and change sensor. Customer's blood glucose was 424 mg/dl. Customer reported of receiving no delivery alarms due to insulin pump stating that there was active insulin. Customer changed infusion sets five times and was able to bolus nine units. Customer declined troubleshooting, stating that alerts were due to high blood glucose. Sensors would be replaced.